Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) upon analysis, it was reported that there was blood in/on the helix/lobe mechanism, the sleeve head, and distal conductor (non-obstructing). Blood appeared to have entered through the distal tip, because there was no breach of the insulation and no blood in the generator (proximal end). Helix will not extend at this time due to dried blood in the distal conductor.

Event description:
It was reported that during the implant procedure, there was difficulty deploying the helix and the impedence was high. The lead was not implanted. No patient complications were reported as a result of this event.